Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell recently. As a result, she fractured her lead and was unable to use stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her leads were explanted and replaced with a new model. Please note: information regarding the patient's lead is unknown at this time.